Event description:
Consumer called to report accuracy issues with their meter when comparing it to a laboratory reading. Analysis run on clark error grid using lab reading (35) as ref. Point vs. Bd readings of 78 yielded data points in the d zone of the grid, outside of acceptable limits.